Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed no failure was found, the device works within the normal range. No vacuum problem was detected, all tests passed. We have not been able to establish a relationship between the event reported and the device. Probable root cause may be an intermittent component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment, the renasys touch console malfunctions due to a non-functional vacuum problem. Treatment was continued with a back-up. Dressing could not be placed on (B)(6) as initially agreed but on (B)(6) 2021 which led to a delay in treatment and an additional trip to the surgeon's department. No other complications were reported.